Event description:
Livanova deutschland received a report that the electronic remote control (erc) on aortic side alarmed for no reason and was not recognizing the tubing- during bypass. There is no report of any patient injury

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in greenbrae, california, united states of america. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the reported issue was related to an initialization error caused by the user not inserting the tube in the clamp during setup. Reportability decision changes to not reportable event based on the fact that no serious injury occurred, reported issue is always detectable prior device use and was solely caused by user error during setup.

Event description:
See initial report.